Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
I was reported that the pump battery was observed to be depleting rapidly. In addition, the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported adverse impact to the customer. Customer declined troubleshooting with tandem technical support.